Manufacturer narrative:
No additional information is available. If additional information becomes available, this report will be updated at that time.

Event description:
It was reported this patient was seen for a regular follow-up check. It was noted this was a vdd lead, but the lead was programmed to vvi with a rate of 60 because atrial sensing could not previously be performed. During the follow-up check, it was noted there was ventricular noise and low pacing impedances. The decision was made to implant a new lead, and the atrial and ventricular connectors of this lead were capped. No additional adverse patient effects were reported.